Event description:
Patient was issued a new hvad waist pack. Today in clinic the patient's current waist pack was assessed and one of the battery pouches has a tear where the waist belt passed through the belt loop in the back of the pouch. Because this poses a safety risk, new waist pack was issued today to allow for the patient to safely carry his lvad equipment. A mpxr will be requested from medtronic as patient was issued a waist pack on (B)(6) 2020. Equipment taken out of service: hvad wearable accessories waist pack serial or lot number: 1643800; replacement equipment supplied: hvad wearable accessories waist pack serial or lot number: lot 1662606. FDA safety report ID # (B)(4).